Manufacturer narrative:
This supplemental report is being submitted to provide an update to the device manufacture date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to data error of scope ID, b30 (scope communication err) occurs. A root cause could not be identified. Based on the results of the investigation and historical data, it is likely the following led to the malfunction: the most probable causes includes damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope displayed error e226 (scope communication error). The issue occurred during maintenance. There were no reports of patient involvement.